Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 08-jul-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a lead 977c165 specify surescan magnetic resonance imaging (MRI) 5-6-5 experienced thoracic and abdominal discomfort when stimulation was on, return of pain, new pain unrelated to baseline, lead migration with the surgical paddle lead migrating up one half of a vertebral level, and loss of therapy. Imaging confirmed the lead migration. Reprogramming of the spinal cord stimulator utilizing the bottom of the lead was attempted but was unsuccessful, and the patient continued to experience the same symptoms. Removal of the device is planned but has not yet been scheduled. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.